Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with traces of fluid ingression noted by the downstream occlusion (dso) sensor seal and chassis. Event log history was performed and indicated that high alarm displayed: cassette not attached properly was recorded in history. During analysis, the reported problem was not able to be duplicated. Service replaced the dso sensor as a preventive measure. Service also performed a full preventive measure and all functional test. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information received indicating that a smiths medical cadd solis vip pump alarmed cassette not properly attached when the latch. No adverse effects reported.